Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient¿s ins battery status showed 0.00v, and at the last appointment two months prior it showed 2.87v. The patient is still receiving therapy. There were no symptoms reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient¿s device is fine. It was interrogated and the correct battery level was displayed. It was stated that the issue must have been a problem with the clinician programmer. The cause is unknown but patient is doing fine.